Manufacturer narrative:
One bi-directional, curve d-f, tacticath sensor enabled contact force ablation catheter was received for evaluation. Contact force was displayed when connected to the tactisys unit, with no error messages noted. The device met specifications for optical signal properties, and both thermocouples and electrode 1 met specifications during resistance testing. In addition, the device met specifications during temperature testing and flow rate testing. During initial testing of the device, short circuits were noted between electrode 1 and the tip thermocouple wires, however upon additional testing the short circuits were unable to be replicated. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the shorts circuits noted during initial testing of the device remains unknown.

Event description:
This report is to advise of an event observed during analysis confirming a short circuit of the catheter.